Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging a comfort penlet instead of delica penlet was in the ot verio iq meter system kit. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.